Event description:
It was reported that during preparation for an atrial fibrillation one farawave 31 mm was selected for use, air was observed ant it was tried to be drained but it failed and the annular connection on the catheter side(luer part at the handle section) was torn off. The issue occurred outside the patient. The device was replaced, and the procedure was completed without patient complications. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device technical analysis: during product analysis it was found that the strain relief was detached from the luer and did not return for further analysis. Additionally, it did not show any abnormalities regarding air bubbles in the tubing. Under microscope and uv it was found that there were issues with the adhesive between the strain relief and the flush tubing which could have potentially affect the detachment in the luer.

Event description:
It was reported that during preparation for an atrial fibrillation one farawave 31 mm was selected for use, air was observed ant it was tried to be drained but it failed and the annular connection on the catheter side (luer part at the handle section) was torn off. The issue occurred outside the patient. The device was replaced, and the procedure was completed without patient complications. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.